Event description:
It was reported that the patients remote control was unable to communicate with the spinal cord stimulation (scs) implantable pulse generator (ipg). It was presumed that the ipg had reached end of life. The patient underwent an ipg replacement procedure. There were no patient complications, and the patient is recovering as expected. The ipg will not be returned as it was retained by the customer.